Event description:
Vascular intervention case to treat a lesion in the lad. The physician used a 0.9mm elca to treat the lad and then followed laser treatment with a 2.5x12mm balloon. Upon visualization a thrombus like substance appeared in the mid ld region. A 2.0x30mm balloon was inflated several times but it did not resolve the issue. The elca was reintroduced in an attempt to clean up the vessel but a small consistent perforation remained. An ultrasound was performed but no effusion was noted. A jomed 2.8x16mm stent was used to cover the perforation. The patient survived the intervention.

Manufacturer narrative:
(B)(4).